Event description:
The facility's biomedical engineering dept reported the pump powered itself off during routine testing. The facility stated that there was no pt involvement and no pt injury. No additional info available.